Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2011. The incident sample has been requested but to date has not been rec'd for eval. If the sample is rec'd or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.

Event description:
The customer reported that the pencil was activated to a buzz clamp and after several seconds, a flame came out of the pencil tip. This was a hip compression screw insertion. There was no pt injury and no pt info was available nor further info regarding details of the incident.